Manufacturer narrative:
3m corporate toxicologist called dentist on may 9, 2007. On may 10, 2007, dentist returned phone call; 3m toxicologist provided safety profile of product to dentist. Based on product's safety testing profile and complaint history, this allegation is an anomaly and is not readily linked to product components. Conclusions: device not returned, therefore, no evaluation was conducted.

Event description:
Male patient approximately 15 years of age had vanish applied and allegedly experienced an anaphylactic reaction. Approximately 30-45 minutes after application, his lips became swollen with a rash on face. Dentist reported that patient's throat began to close. The patient's father is a physician and he treated patient with benadryl when symptoms began. The following morning, his condition was worse and the father gave him prednisone.